Event description:
It was reported that during a da vinci s hysterectomy procedure, the tip of the fenestrated bipolar forceps instrument broke and fell into the patient. The instrument fragment was retrieved and the planned surgical procedure was completed. No patient harm, injury or adverse outcome was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint engineering found one grip to be broken off. The broken piece was not returned with the instrument. The grip broke approximately .090 inches above the top surface of the yaw pulley. The fractured surface lines up closely to the bottom most tooth of the grip and the grip is severely bent towards the other grip below the fractured surface. Engineering concluded the damage was likely due to mishandling and or misuse.